Event description:
According to the distributor's report, the adhesive was used to close a surgical incision from a intracardiac device implantation. Two weeks later, the pt returned with post-op wound infection and dehiscence. The pt was re-hospitalized and placed on intravenous antibiotics.